Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The display adapter board was replaced. The system was tested and operates as intended.